Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure for fracture of distal humerus. After the surgery, on (B)(6) 2022, the patient underwent a removal surgery of implants. In the removal surgery, since 4 screws were difficult to remove, the surgeon cut the heads of the 4 screws and removed a plate. 1 of the 4 screws was able to be removed using a removal instrument. Since removal would have left large holes in the bone, the surgeon gave up removal of the remaining 3 screws for fear of re-fracture. Procedure was completed successfully with a delay of one hundred eighty(180)minute. The surgeon said that this event happened because the patient was young and the screws were tightly adhered to the bone, and that he did not think the products themselves were defective. Concomitant device reported: unk - screws: trauma tibial (part# unknown; lot# unknown; quantity: unknown), unk - plates: trauma (part# unknown; lot# unknown; quantity: unknown), unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l42 ta. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part # 04.211.042s, lot # 7l14994, release to warehouse date: 28 jul 2020, supplier: (B)(4). Non-sterile part # 04.211.042, lot # 33p2340. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Manufacturing location: (B)(4), manufacturing date: 19-feb-2019, part number: 04.211.042, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 42mm, lot number: 33p2340 (non-sterile), lot quantity: 208, seven pieces were scrapped in cell at op #10, mill shaft threads, after a tooling breakage. Two pieces were scrapped in cell at op #20, turn/thread head, flute, after being dropped. One piece was scrapped in cell at op #50, ultrasonic clean, after being dropped. Production order traveler met all inspection acceptance criteria apart from the ten pieces noted. Inspection sheet, in process/inspect dimensional/final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿difficult removal due to young patient and screws tightly adhered to the bone¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review - 22-feb-2022: DHR reviewed by: (B)(4), this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrs. D10: date of concomitant therapy is (B)(6) 2022. G2. H6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1 g1. H5.